Event description:
On (B)(6) 2025 we have a syringe (it was unopened, sterile) that an IV technician was opening in the sterile bsc (biological safety cabinet). He went to draw back air to begin an hd (hazardous drug) compounding and noted there are brown speckles inside the barrel. We put it aside and did not use it. It is currently in our quarantined until further instructions. Staff went through the rest of the inventory without opening the sterile packaging. He could not locate any other affected items. Pharmacy manager informed on 9/23/25 and reported to bd (becton dickinson) via email emea_productcomplaints@bd.com.